Event description:
It was reported that the patient experienced muscle stimulation after the device went into backup mode. Abbott technical support was contacted and recommended reprogramming, which was performed. Device replacement was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.